Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number k072642.device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture at tooth sites 36, 37. Screw's placement date was on (B)(6) 2017.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® gold-tite® large hexed screw (ilrghg x2) were returned for investigation. Visual evaluation of the as returned products identify that they were fractured across the threads. Device history record (DHR) review could not be performed since the lot numbers associated to the items were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the ilrghg (s) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.